Manufacturer narrative:
H10 additional information received from customer: after reseating the switch pcba cable and performing tests, the biomed confirmed that the accept button issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer on the v60 indicating that the accept button was not working following a front bezel replacement. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. Furthermore, the biomedical engineer informed the remote service engineer (rse) that the issue began while completing preventive maintenance (pm). The rse informed the biomed of a possible user interface (ui) switch printed circuit board assembly (pcba) failure and provided the biomed with the part number. The biomed disassembled the device and checked the cables--while inspecting the device, the biomed found that the switch pcba cable wasn't fully seated and reconnected, and also identified the liquid crystal display (lcd) cable's ground wasn't attached to the cable. The rse provided the customer with the part number and price of the lcd cable for repair. Investigation is ongoing.